Event description:
Cysto table being used with "voiding stool" attached. Pt in sitting position on voiding stool. While the physician doing the "filling and voiding cystometrogram" (for pt with stress incontinence and vaginal vault prolapse) the table was being positioned , loud noise was heard, and pt seen at an angle. The bed was tilted so pt's fall was broken. Pt did not fall. It appeared that screws on voiding stool got caught on side of cystol table, causing stool to break off.